Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the evd drainage line was damaged and leaking. It was stated that it was temporarily covered with a cloth. No patient symptoms or complications were associated with the event. The patient's status at the time of the report was alive-no injury.